Event description:
It was observed during inspection of the device, the video system center had no image. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely that the image is lost when the video connector is wiggled because the video connector is not secured properly due to the worn lock lever latch on the video connector socket. Additionally, it is presumed that no image is displayed from the sd1/sd2 port due to a failure of the dx board. Olympus will continue to monitor field performance for this device.